Event description:
It was reported that high, out of range, pacing lead impedance was noted. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.